Manufacturer narrative:
Approximate age of device: five years and 8 months. Device evaluation summary: although the evaluation of the submitted system controller log file confirmed the report of pump stops and low speed events, a specific cause for these events could not be conclusively determined through the evaluation of the returned portion of the percutaneous lead. A distal end percutaneous lead repair was performed and the replaced portion was returned in a segment measuring approximately 19¿. The outer layers of the lead were severed approximately 16.5¿ from the metal connector, and the outer silicone jacket was sliced longitudinally. Metal braided shield breakdown was observed adjacent to the metal connector and approximately 2.5¿ from the metal connector. Minor metal braided shield breakdown was observed along the remainder of the lead. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the percutaneous lead segment did not reveal any areas of compromised wire insulation that would have contributed to the reported events. The account communicated that the repair did not resolve the issue and an ungrounded patient cable was requested for use with this patient. Per technical services, an ungrounded patient was shipped to the site. The patient remains ongoing on lvad and no further issues have been reported at this time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. On (B)(6) 2018, it was reported that the patient has had low speed warnings that have gone to complete pump stops. The manufacturer's technical service representative reviewed the submitted log files, and observed pump stops on (B)(6) 2018. The submitted percutaneous lead (driveline) x-ray was marked in red for the place that was possible shield damages. The picture was only one side of the shield, and the shielding may be damaged on the backside. The other two x-rays were unremarkable. On (B)(6) 2018, it was reported that the technical services performed a distal end percutaneous lead (driveline) replacement. On (B)(6) 2018, it was reported that the replacement did not solve the issue and stated that the issue was internal, an un-grounded patient cable was provided.